Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, as the nose cone of the delivery catheter system (dcs) exited the frame, it hooked on the inner paddle and dislodged the valve into the ascending aorta where it was left implanted. An attempt was made to implant a second valve but the dcs could not cross first valve. Subsequently, the valve and dcs were withdrawn from the patient. A third non-medtronic valve was used and successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.